Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shock therapy due to noise that was being double counted due to rate dependent bundle. In one episode the patient received one inappropriate shock and in the other episode the patient received three inappropriate shocks. Technical services discussed programming and troubleshooting options. At this time, the system remains in service. No additional adverse patient effects were reported.